Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device stopped working while on a patient . There is no further information, and there was no report of patient impact.

Event description:
It was reported that the device stopped working while on a patient . There is no further information, and there was no report of patient impact.

Manufacturer narrative:
Correction: d4 (model # & catalog #) and h6 codes. Investigation conclusion: the channel malfunction identified to be the probable cause of the issue that the device stopped working while on a patient could not be replicated in this investigation. However, log review confirms that a channel malfunction occurred on the reported event date of (B)(6) 2020. ¿ review of the pump module error and event log confirms that error code 241.4140 pump patient pressure sensor broken low failure and a channel malfunction occurred at 02:52:24 pm. O per risk assessment doc# 10000226121 this error is triggered by a faulty pressure sensor, and if a pressure sensor error occurs after an infusion has started a channel error alarm is triggered and current infusion is temporarily halted. O while log review indicates a pressure sensor failure error occurred, this error could not be replicated through testing. O results from software engineering indicate that the last lower pressure sensor reading was 704 ad cnt or 0.860, which is below the minimum threshold of 713 ad cnt or .871 volts for 20 consecutive measurements. ¿ the inspection process performed on the pump module and pressure sensor found no irregularities. ¿ the pressure sensor is in the process of being returned to the manufacturer for failure analysis; awaiting results and has been escalated in accordance with 1501-109-000 swi product monitoring. ¿ the lower pressure sensor zero offset was not performing within specifications. O both the analog sensor test in asm and log review analysis by software engineering show the lower pressure sensor reading to be outside specification. However, asm analog sensor testing is conducted with no administration set loaded and the malfunction occurred during an infusion with an administration set loaded. ¿ this device was used for patient treatment. Device inspection: the pump module sn (B)(6) was observed to be in fair condition. The lower pressure sensor (fsa) has a date code 07319 (march 14, 2019). The part had no observed physical damage. Root cause analysis: the probable cause for the reported incident that the device stopped working while on a patient was identified in this investigation to be related to a malfunctioning pressure sensor. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 26aug2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 18sept2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.